Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a second mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and small valve. It was noted that the reason for the second mitraclip procedure was due to disease progression and that the clip was stable on the leaflets. A mitraclip ntw was inserted without issues. However, it was noted that difficulties visualizing the clip occurred, causing difficulties in assessing leaflet insertion. The clip was deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented with dyspnea, and an echocardiogram was performed and revealed that the mitraclip ntw had detached from the anterior mitral leaflet and remained attached to the posterior mitral leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with difficulty visualizing the clip. The reported patient effect of recurrent mr appears to be related to the slda, and the dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided.

Event description:
N/a.